Event description:
It was reported that the same value was read for multiple unipolar measurements when impedances were run at a default of 1.5v. All impedances on the left side were fine but there were repeating measurements on the right side. The default test value was increased to 3.0v and impedance tests were re-run. Results were reported as follows: c,4-: 1400 ohms, c,5-: 931 ohms, c,6-: 931 ohms, c,7-: 931 ohms. The impedances of all bipolar pairs with electrode 4 were 2815 ohms while impedances of bipolar pairs without electrode 4 were around 1900 ohms. It was indicated that electrode 4 was not used in programming; the patient was programmed with electrodes 5 and 7 at the time. Additional information received further indicated that impedances were higher than the guidelines of 2800 ohms between the case and contact 4. There were no lead fractures reported. The patient was reported to be fine upon completion of a magnetic resonance imaging (MRI) scan and was sent home without incidence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v325838, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v314995, implanted: (B)(6) 2009, product type lead. (B)(4).